Event description:
It was reported that a spectrum infusion pump failed volume tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failing flow test was not reproduced. A review of the event history log (ehl) revealed infusions were within recommended parameters. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.